Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures. Customer's blood glucose at time of incident was 138 mg/dl. The customer was advised the error table indicates pump should be replaced. Customer was advised run a self-test and it is not ok. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2, 28 or 79 noted during testing. However, pump error 63 noted at the formatted history file due to a software error. The insulin pump was received with minor scratched lcd window and case.